Event description:
Customer called to report that the electrolyte injection cup (eic) of the unicel dxc 800 synchron system was overflowing after changing the ion-selective electrode (ise) buffer and the carbon dioxide (co2) acid reagents, and after attempting to calibrate the ise. Customer stated that approximately 30 milliliters of fluid leaked from the eic. The field service engineer (fse) inspected the instrument and found that the vacuum on line #15 had diminished. The fse attempted to bleach the line clean; however, this did not resolve the issue. The fse then replaced line #15 and all other lines on the modular chemistry (mc) ise module, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).